Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and revealed a broken door latch. The reported condition was verified. The cause of the reported issue was determined to be broken door latch. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted."

Event description:
It was reported by a baxter service technician that a flo-gard infusion pump was found the door latch broken. This condition had the potential to interrupt delivery. There was no patient involvement. No additional information is available.